Event description:
Treatment of an aneurysm. During the procedure, it was reported that the axium implant coil was repositioned twice due to difficulty in the delivery. Upon removal, the implant coil was found stretched and prematurely detached.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned with the implant coil still attached and the evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).